Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted insulation damage 200-210 millimeters (mm) from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance measurements along with loss of capture. High pacing impedance measurements were also noted. An invasive procedure was performed. Subclavian crush was noted via fluoroscopic evaluation. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.